Event description:
The physician was performing a crush technique using a 6f guide catheter, into which he inserted a double guidewire and another balloon shaft along with the 2.5x13mm cypher stent. The shaft of the cypher stent fractured and separated into two pieces. The physician reported that he had pushed the cypher hard against a lot of resistance. He went on to state that the fracture probably occurred because he exceeded the amount of force he normally used, in this particular procedure. He reported that he used another cypher stent to successfully complete the procedure. There was no pt injury.